Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level. The customer switched to a third-party cord, which successfully charged the device, and a new charging cable was sent to the customer.